Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device received has a lot number on it lot 5836836, catalog number 3502400, saline mentor smooth round moderate plus profile 400cc. On (B)(6) 2018, it was reported to mentor that the device history record (DHR) of lot number 5836836 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
On 09/24/2018, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: saline mentor smooth round moderate plus profile 400cc breast implant, catalog number 3502400, serial number (B)(4), lot number 5836836. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary procedure with a saline mentor smooth round moderate plus profile 400cc breast implant on the right breast implant and with saline mentor breast implant of unknown type on the left breast implant and experienced deflation on the right breast implant. The left breast implant was intact. The deflation was diagnosed by doctor¿s exam. The patient experienced bilateral capsular contracture. In addition, the patient has a history of bilateral subgranular breast implants with recurrent ptosis. As a result, the patient had undergone removal and replacement with unknown breast implants on (B)(6) 2018. The patient tolerated the procedure well. This medwatch is for the left breast implant.

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device history record (DHR) of lot number 5836836 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. This information was originally available on (B)(6) 2018, however, the lot number of this device was not known at that time. On (B)(6) 2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered creases running from the anterior aspect to posterior aspect. No other anomalies were discovered. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. (B)(4).